Manufacturer narrative:
Concomitant medical products: dtma1q1 crtd implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead suture sleeve was exposed through the pocket. Several rounds of oral antibiotics were administered without improvement. The decision was made to explant the cardiac resynchronization therapy defibrillator (crt-d) system and immediately reimplant a new system. During the explant procedure the pocket was found to be filled with puss. The replacement procedure was delayed six days and intravenous (IV) antibiotics were administered. Later, the crtd system was replaced. No further patient complications have been reported as a result of this event.